Event description:
It was reported that the ilet bionic pancreas stopped dosing after a cgm signal loss and subsequent cgm change, and the user requested assistance pairing a new dexcom g7 continuous glucose monitor (cgm) sensor; the agent guided the user to toggle the cgm connection, the new sensor code was entered, and the user was advised of the pairing period. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated dosing until cgm connectivity was restored. User support included remote troubleshooting and user education on cgm pairing and the reconnect process. Investigation of this case revealed that automatic dosing was paused due to loss of cgm data and that the issue resolved following successful pairing of the replacement cgm, indicating use-related connectivity interruption without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connection workflow factors associated with sensor replacement and the pairing process.